Event description:
Patient called in to get replacement pump. Hers is giving an error message of low battery, she has changed the batteries and the error message is still there. No lot number/expiration date. Unknown if adverse event/missed dose. Patient still has defective device on hand. No further information. Reported to (B)(6) by pt/caregiver.